Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while attempting to fill a cartridge. There was no impact to the customer's blood glucose level. Customer was later able to fill a new cartridge successfully.